Manufacturer narrative:
This report is being supplemented to provide additional information reported by the customer.

Event description:
Upon follow up with the user facility, additional information regarding the event was obtained. The reported no images occurred prior to a diagnostic procedure. There was a delay of an hour, however, the patient was not connected to the device at the time of the delay. The intended procedure was completed using the same device. The device was inspected and no additional anomalies were observed. The device will not be returned as the issue was resolved. No actions were necessary to resolve the issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Device was not returned for evaluation as the customer used another 3rd party for the repair. The technical assistance customer (tac) support engineer advised the customer regarding a third party repair, provided customer documentation on the third-party repair process and how it affects scopes negatively. Customer was advised to sent in the device for repair and evaluation however, no device was returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that since the image for 180 series endoscopes was not displayed on any of three units of cv-190 system owned by the customer, however, it worked for 190 series endoscopes. It was presumed that there was no abnormality in the subject device, but abnormality in any of other devices (180 series endoscopes, the endoscope cable) and none of those devices were returned for evaluation. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device has no image. There was no patient involvement on this event reported. No user injury reported.